Event description:
The service report shows the customer reorted that the 840 ventilator stopped cylcing while in use on a patient. The patient was not harmed, or injured as a result of the event. The nellcor puritan benett customer support engineer (cse) verified the malfunction. The cse inspected the device, and replaced the proportional solenoid valve. The unit passed extended self testing.